Event description:
Letter from pt says their left contact lens tore in their eye while pt was on vacation. Because pt was on a cruise ship when the incident occurred, pt saw the dr on the ship. The dr removed the torn lens from their eye and advised pt to see an eye dr once the ship docked. Pt says the hospital dr found numerous abrasions on the cornea caused by the contact lens. Pt was advised to continue wearing a patch and to continue using the anti-biotic that was given to pt by the dr on the ship. Pt was in constant pain and discomfort. Once the pt returned from vacation, pt saw an optometrist who found that the pt had abrasions and severe viral conjunctivitis.